Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011, the patient presented for preoperative diagnosis: severe ddd at l5-s1; lumbar stenosis at l5-s1. The patient underwent following procedures; left sided l5-s1 transfacet decompression; instrumentation at l5-s1; posterior lumbar interbody fusion at l5-s1; posterolateral fusion at l5-s1; interbody spacer placement; autologus bone graft; injection of intrathecal morphine; utilization of bmp graft enhancer. Per op notes, after making the incision, the pedicles of l5 <(>&<)> s1 were identified. Guidewire was passed through the needle into vertebral body. L5 and s1 were stimulated appropriately. Next pedicle screw was placed on the right hand side. The rod was draped vertical, upright through screw heads. On left hand side, soft tissues were cleared. Next an aggressive discectomy was performed with curette down to bleeding bone on both endplates. Interspace was then sized. Copious autologous bone graft was packed anteriorly in the disk space along with rhbmp-2. This was followed by placement of interbody spacer. Additional autologous bone was then packed posterior to the interbody graft. Then on the left hand side, the guidewire was tapped and stimulated. Then pedicle screw were placed followed by rod placement under compression and tightened.